Manufacturer narrative:
The customer contacted the siemens customer care center (ccc)). A siemens customer service engineer (cse) was dispatched to inspect the analyzer. The sample probe mechanism was checked, the sample probe dispense port was checked, the wash station was checked, aspiration probes and pinch valves were checked. No analyzer problems were identified. The cause of the discordant falsely high total human chorionic gonadotropin (total hcg) is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant falsely high total human chorionic gonadotropin (total hcg) was obtained from an atellica immunoassay (im) 1600 analyzer. The initial result was not reported to the physician(s). The same sample was repeated on the same analyzer multiple times giving lower and matching results. There are no known reports of adverse health consequences due to the falsely high total human chorionic gonadotropin (total hcg) test result.